Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint confirmed during testing. It was found that the downstream occlusion seal is bubbled. The dso seal was replaced.

Event description:
It was reported that the device need calibration as it failed the volumetric accuracy test (error 10%) twice. It was reported there was occlusion alarm, but the pump was running continuously.